Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for device check, multiple ventricular noise reversions were observed. The segm on the ventricular channel was very flat and does not show any noise events. Programming changes were recommended.